Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.10., h.3. And h.10. Evaluation summary: the lens was not returned. Only the empty lens case and inserts were returned in the carton. A photo was provide of a lens in the eye. The area of interest is circled in red. A mark or material is observed in the circle. The area has the appearance of a fiber due to the curves observed. It cannot be determined if the observed area is on or under the lens. No other determination can be made. The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Review of the provided photo was inconclusive. It cannot be determined from the photo if the lens is damaged or if there is a fiber-type material on the lens. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol was scratched/damaged. There was patient contact. Additional information was provided indicating that the event occurred when inserting the lens. The surgeon is not sure what caused or contributed to the event. There was no patient harm, the prognosis is great. The procedure was completed with another iol. There are two medical device reports associated with specific surgery. This report is for the iol.